Event description:
A physician altered a pancreatic stent and was placed in a male pt with unknown medical conditions approx three months ago. On july 16, 1999, a pancratic stent exchange was being performed. It was noted 3cm of the duoden0l end of the stent was missing. The stent was noted to have migrated just above the orifice and needed to be removed. The stent was then removed with a stent retriever. The pt is reported to be in excellent condition and no further complications occurred.